Event description:
It was reported that the unspecified bd infusion set tubing was defective. The following information was provided by the initial reporter: we had an IV pump that infused IV magnesium that was set to infuse at 25cc/hr over a half hour. When I looked at the pump with the rn, everything was set up correctly as a secondary to the maintenance IV fluids. I have pulled the pump and the tubing. Unsure if it was a pump failure or a tubing failure. I tried different channels on the pump but the primary kept bubbling and not infusing with the secondary quickly infusing.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set tubing was defective. The following information was provided by the initial reporter: we had an IV pump that infused IV magnesium that was set to infuse at 25cc/hr over a half hour. When I looked at the pump with the rn, everything was set up correctly as a secondary to the maintenance IV fluids. I have pulled the pump and the tubing. Unsure if it was a pump failure or a tubing failure. I tried different channels on the pump but the primary kept bubbling and not infusing with the secondary quickly infusing.